Event description:
It was reported the device reached recommended replacement time (rrt) within four years and the battery depleted very rapidly. Also the remote monitor and device shows frequent polling pattern. The device was explanted and replaced. The monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2011, 4296 implantable pacing lead (B)(6) 2011, 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.